Event description:
It was reported that pump displayed malfunction code malf 0 with no notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if any malfunction codes appeared again.